Event description:
Subsequent to the initially filed report a user facility medwatch # (B)(4) was received: the mitral clip was prepped prior to placing it into patient. When placed into patient and located to the mitral valve, the device would not deploy the clip correctly. After many attempts by the physicians, it still would not deploy. The clip was removed from the patient and no harm to patient occurred. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The returned device analysis did not confirm the reported unintended movement as the clip functioned as intended and maintained final arm angle. The gripper lever cap (no tactile marker and tactile marker) and gripper lever latch were observed to be detached. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported unintended movement could not be determined. It is possible that the user technique influenced the reported issue or there were extreme curves applied to the system which contributed to the user experience; however, this cannot be confirmed. The investigation determined the material separation (gripper cap - no tactile marker and tactile marker) and material separation (gripper lever latch) appear to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening when establishing final arm angle. It was reported that this was a mitraclip procedure performed to treat grade 4 degenerative mitral regurgitation (mr). The clip was advanced to the mitral valve, however the clip failed to establish final arm angle (efaa), the clip kept opening. The clip was not implanted and was replaced. One nt clip was implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.